Event description:
It was reported that the patient was experiencing pain from the femoral component and tibial component loosening. The implant that is in-situ is a custom eleos distal femoral replacement (c24-0611).

Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history was completed and nothing was found. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.